Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong connector was provided for evaluation. The device shows the connector assembled without the catheter being visible. The blue over-sleeve is shown to have a ¿c¿ tear in the proximal half of the material. The damage is rough and uneven. The surface characteristics could not be clearly inspected from the image. Based on the information provided, possible contributing factors include damage during handling and instrument damage. Since the damage on the over-sleeve likely contributing to the leak, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported during the maintenance of catheter due to liquid leaks from the strain relief, the strain relief was found ruptured. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during the maintenance of catheter due to liquid leaks from the strain relief, the strain relief was found ruptured. No other information provided.